Event description:
The customer reported that the system was shutting down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer cancelled the service call. No further info is available.